Event description:
It was reported that during a new system implant, the induction shocks were not able to convert the patient's induced arrhythmia. A few days after implant, the patient was checked again as therapy had been delivered for a ventricular episode. The rhythm was able to be converted after the fourth shock, but still continued fast after the shock until the pacing resumed. There were a few other ventricular episodes that were captured in the monitoring only zone. There were observations of high thresholds, therefore a chest x-ray was performed to make sure the right ventricular (rv) lead had not shifted. The x-ray noted no changes to the lead placement since implant. It was also noted that there were some impedances changes across all leads that appeared to be related to dialysis. The patient was transferred for a rv lead revision, as the physician felt that the lead was not optimally placed and was surgically placed more apically. They also placed a another manufacturers azygous coil lead to help with the availability of treatment during the patient's high rate episodes. The initial rv lead remains in-service. No additional adverse patient effects were reported.